Manufacturer narrative:
A4 - patient weight was added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient¿s ipg site was revised on nov 9, 2021 resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing pain at the thoracic ipg site. Due to it shifting from its original location. As a result, the patient may undergo surgical intervention to address the issue.